Event description:
The user facility reported their washer was leaking steam. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, ran a test cycle, and was unable to identify any issues with the washer. The technician was informed that the operator found the air compressor connected to the unit had been unplugged prior to the reported event. Because the air compressor was off, the unit's steam valve stayed in an open position. Steam and vapor continued to circulate in the chamber when water was present in the sump. After the cycle had completed, the unit was opened and the steam and vapor were released setting off the fire alarm, however no evacuations occurred.